Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient experienced discomfort at the ipg implant site. Surgical intervention was undertaken on 23 november, wherein the ipg site was relocated. Surgical intervention addressed the issue.